Event description:
It was reported that an overinfusion of heparin occurred. Pump was set to deliver 500mls at a rate of 42ml/hr. Approx one hour late, medication bag was empty. There was no resultant complication to the pt, however, pt remained in the hosp for 24 hours for observation.